Event description:
It was reported that the patient's blood glucose (bg) levels reached 280 mg/dl, while wearing the pod on the leg between 25 and 36 hours. A new pod was applied as treatment.

Manufacturer narrative:
The downloaded data returned an 0x33 alarm, indicating the pod timed out while waiting for input from the user. Investigation found no defects or deficiencies that would contribute to a communication error. The pod was able to communicate with the master pdm during the investigation with no issues, however a successful rerun of the device was unable to be completed. The exposed portion of the soft cannula was found to have a tear and cause a leakage. Fluid was observed exiting the tear. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.